Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups battery was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to working as intended.